Manufacturer narrative:
(B)(4).

Event description:
It was reported that a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was positioned in the laa. The 27mm watchman ® laa closure device & delivery system (wds) was advanced. The closure device was deployed in the laa; however, the position was not adequate. The closure device was fully recaptured without issue. Upon removal from the patient the wds was noted to be kinked; there was no damage to the was. The procedure was completed with another wds. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the watchman delivery system (wds). The implant was deployed with the valve tight around the core wire. The device was bloody, inside and outside. The hub, shaft, tip, core wire, and implant were microscopically, tactile and visually inspected. Inspection revealed numerous kinks in the sheath with abrasions inside the sheath, tip damage (abrasions, tricuts flared), and anchor damage. The abrasions were consistent with device recapture. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was positioned in the laa. The 27mm watchman ® laa closure device & delivery system (wds) was advanced. The closure device was deployed in the laa; however, the position was not adequate. The closure device was fully recaptured without issue. Upon removal from the patient the wds was noted to be kinked; there was no damage to the was. The procedure was completed with another wds. There were no patient complications reported and the patient status was stable.